Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 150 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.